Event description:
It was reported that the patient presented in clinic following an alert that their pacemaker inappropriately went into backup mode. It was discovered that the patient's pacemaker failed to be interrogated via inductive telemetry and exhibited failure to pace. It was also noted visually that the patient's right ventricular (rv) lead exhibited insulation damage. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2025. Patient had no consequences.

Event description:
It was reported that the patient presented in clinic following an alert that their pacemaker inappropriately went into backup mode. It was discovered that the patient's pacemaker failed to be interrogated via inductive telemetry and exhibited failure to pace. It was also noted visually that the patient's right ventricular (rv) lead exhibited insulation damage. An external pacemaker was used on the patient prior to explant procedure. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2025. Patient had no consequences.